Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer loaded cold insulin into the cartridge. The customer¿s blood glucose level was 257 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.